Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that a femoral angiogram of the access site was not performed. It should be noted the instructions for use, (eifu) prostar xl percutaneous vascular surgical system, section 7 states, ¿perform a femoral angiogram to verify location of access site.¿ additionally, review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of (B)(6) 2023 and the date of the event was (B)(6) 2023 which is approximately 11 days post expiration. It should be noted the prostar xl percutaneous vascular surgical system electronic instructions for use (eifu), in the graphical symbols for medical device labeling section indicates the use by symbol which is next to the expiration date. In this case, it is unknown if the absence of a femoral angiogram performed or the use after expiration contributed to the reported event. A conclusive cause fore the reported suture separation could not be determined. Factors that may contribute to a suture separation may include, but are not limited to, aggressive manipulation, barrel out of position, device used in calcified artery. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, two of the prostar needles came out without suture connection. The sheath was upsized to 9f, 10f, 14f and finally 16f and the tavi procedure was completed. Manual sutures were used to achieve hemostasis. The device was used after the expiration date. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - use after expiration. H6: medical device problem code 2017- failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
H6: medical device problem code 1506 removed; 1562 added.